Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 it was reported the cs300 intra-aortic balloon pump (iabp) is giving an autofill failure. The getinge field service engineer stated that during the scheduled pm visit could not check the autofill calibration. Isolated failure to k5 purge assembly failure. Will order and return to repair. And installed a new purge assembly, and corrected k5 failure. Complete checkout and checklist has been performed. The final investigation has been completed by failure analysis and testing department. Retaining the purge assembly in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
The defective components were received for further investigation. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing department (fat) wayne, nj: tp 31 jan 2023. The failure analysis and testing technician installed the purge assembly into the cs300 test fixture and tested the purge assembly as per the cs300 service manual. The fat dept. Verified the failure of the purge assembly. (K5 failure). Autofill failure and failure of leak test. Retaining the purge assembly in the fat dept. Per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.